Event description:
It was reported that the patient presented via a remote transmission showing the device exhibited post-paced t-wave oversensing (pptwos). Programming changes were not made at this time. The patient's condition is unknown.